Manufacturer narrative:
Investigation - evaluation: a review of the drawings, documentation, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The inner and outer catheters of the micropuncture transitionless stiffened cannula access set were returned for evaluation. Visual inspection showed the inner catheter had a slight bend. Only the proximal section of the outer catheter was returned. The outer catheter was separated. The distal end of the proximal separated section was angled and stretched. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during an inferior vena cava (ivc) filter retrieval, the micropuncture transitionless stiffened cannula access set sheath separated at the shaft inside of the patient's right internal jugular vein while being exchanged for a larger sheath. Fluoroscopy was utilized in attempt to visualize the sheath inside of the patient; however it was unable to be located, and remained within the patient. Seven (7) centimeters of the shaft remained in the patient; the physician is comfortable with the sheath remaining inside of the patient. The access site used for the ivc filter retrieval was the patient's right jugular vein. The patient had a tough but unscarred anatomy. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, and was sent home after sedation wore off and the access site obtained hemostasis.